Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While repairing the line, when the rn was giving medicine, she unclamped the blue leg to flush and a stream of water came out the side of the catheter. The patient did require an additional line placement procedure due to this occurrence. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. A visual examination was completed; there were no identified holes in the lumen of the catheter or the hub. The visual examination was unable to confirm the presence of a leak and/or separation of the catheter. The complaint device was returned and physical examinations were performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, a definitive root cause cannot be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
While repairing the line, when the rn was giving medicine, she unclamped the blue leg to flush and a stream of water came out the side of the catheter. The patient did require an additional line placement procedure due to this occurrence. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.